Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient did not place the ipg into surgery mode prior to undergoing an unrelated surgical procedure on (B)(6) 2020. Following the procedure, the ipg was unable to communicate with external devices, and the message ¿cannot connect to generator, the generator is not responding¿ was displayed. The patient is currently awaiting further troubleshooting without access to stimulation.

Event description:
Follow up information identified troubleshooting was unable to resolve the issue. The patient may be awaiting surgical intervention.

Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information indicated a surgical intervention occured wherein the ipg was explanted and replaced.